Event description:
It was reported that the patient experienced muscle stimulation and presented to the clinic. Upon interrogation it was found that the pulse generator had gone into backup mode earlier that day. A firmware download restored the device to normal functionality on (B)(6) 2014. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.